Event description:
It was reported that a patient underwent surgery involving a non-(B)(6) titan inflatable penile prosthesis device for unspecified reasons. A new inflatable penile prosthesis (ipp) was implanted. No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).